Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 21-dec-2025 / serial#: (B)(6) d9: no h3: yes h4: mfg date: 28-dec-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) exhibited an unexpected motor start event after the patient, while intoxicated, accidentally disconnected both power sources, creating a vad stop. The vad restarted, and review of the motor start report indicated atypical motor start parameters. The motor start report was reviewed and discussed, and the patient was re-educated on the dangers and risks of stopping the vad. The vad and controller remain in use. No patient complications have been reported as a result of this event.